Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that when the surgeon went to implant the femur it was loose and had no press fit. The surgeon removed the femur device and opted to cement the implant into place.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records for the device identified no deviations or anomalies. This device is used for treatment. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Complaint history search based on the related product and lot combination for the device revealed no similar complaints. A definitive root cause cannot be determined with the information provided.